Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer stated that she was delivering more insulin than she should but her blood glucose was still high. The customer had not been receiving any alarms from the insulin pump. The customer's blood glucose was 202 mg/dl. The customer experienced nausea, frequent urination and not feeling well as symptoms of the high blood glucose. The customer treated himself with a manual injection. Troubleshooting was done. The customer did not believe that the boluses were not correct upon checking the bolus history. The customer verified that there was an inaccurate bolus history. The customer stated the insulin may have been exposed to moisture when she exercised. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.